Event description:
During an adult deformity procedure, when the matrix distractor rack made contact to sleeve, the distractor tip of the matrix distractor rack broke off in the tube of the sleeve. The broken fragment was retrieved. The in situ bender was bent/deformed during the procedure. The surgeon used another instrument to complete the procedure. The procedure was extended for approximately 15 minutes. There was no reported adverse effect to the patient. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Visual inspections noted the distraction pin broke off the pin holder. The pin holder was completely bent and broken. The distractor corresponds to the drawings and processes at the time of manufacture. The diameter of the pin was also checked and found to be conforming. Upon closer inspection of the device, two anomalies were discovered. Firstly the laser weld securing the offset arm to the distraction pin has been completely compromised, allowing the distraction pin to be removed from the rest of the instrument. Secondly, a hairline fracture has propagated up the outside of the socket on the offset arm. It is likely that a small portion of the laser weld became compromised due to unintentional impact during handling, which allowed the remainder of the weld to become increasingly compromised with each subsequent use. At some point during this process, the hairline fracture on the offset arm appeared and progressed to the point observed. Normal use of the device would be possible throughout the failure process, allowing the fractures to form and grow unnoticed. Damage from improper handling is a general risk for all instruments and due to its unpredictable nature is typically not included in the risk assessment; probability of occurrence in improper handling shows no significant increase after inclusion of this incident. The failure mechanisms observed on the returned instrument most commonly result from sudden impact forces.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.